Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave measurements. The rv lead was re-positioned, however low r-waves persisted. It was noted that the patient was suffering from the beginning of myocarditis. The rv lead currently remains in use. No patient complications have been reported as a result of this event.